Manufacturer narrative:
Film evaluation summary: the tapered tip detachment could not be assessed on the films provided; therefore, the exact cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Although the abdominal aorta flow lumen was narrowed due to thrombus present, it is unclear if this may have contributed to this observed event. Device evaluation summary: the delivery system and the detached taper tip were returned. The external slider was in the home position with the back-end thumb wheel in the partially forward position. The delivery system was curved. There was no abnormality observed to the hypotube collar. There was no deformation visible to the detached taper tip surface. There was no deformation observed to the sleeve. The taper tip was dissected longitudinally. Visual inspection confirmed the hypotube collar had been positioned proximally close to the proximal end of the taper tip reducing the mechanical fixation. The void formed by the collar during the moulding process was visibly shorter on the complaint unit then that visible on the controlled unit. The taper tip back-end hypotube was positioned more proximal then that of the controlled unit confirming incorrect positioning in the tip. The reported detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported tapered tip detachment was confirmed on the films provided; however, the cause of the event could not be determined. Procedural angiogram showing attempts to remove the delivery system from the patient were not received for a thorough analysis of the event. Analysis of the returned video and still angiograms did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis three (3) photos were received from the account. Two (2) of the photos confirmed the taper tip detachment. A photo of the shelf carton label confirmed the serial number as reported in gch. Additional information received: to retrieve the detached taper tip, the physician fixed the tip under the flowdivider with a reliant balloon ab46 (inflated) on the wire from the contralaeral side as the tip was moving with the wire forward and little bit backwards. An otw 8,0x40 pta non-medtronic balloon was placed from the distal end from the tip and inflated. After inflating 2 times the tip was stabilized and fixed to the balloon. It was then taken off with the wire and the sheath outside from the patient. No extra cut down was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continued from h9: 3005364322-01-06-2022-001-r. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted during an endovascular evar procedure for a 40mm abdominal aortic aneurysm. During the index procedure after the main body and the limb were implanted the physician was taking the tip capture back through the stent graft to remove the delivery system and it was reported that the tip detached just before crossing the bifurcation. The physician reported no irregular feeling in the removal process. It was said that there were no problems in placement, opening the tip and letting the suprarenal stents free, cannulating the contralateral limb, and in the release. No cause was reported. No additional clinical sequalae was reported and the patient is fine.